Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that the insulin pump alarmed failed battery test and then received a blank display anomaly. The patient's blood glucose at the time of incident is unknown. The customer did not have a new aaa alkaline battery to test inside of the insulin pump. The insulin pump was not returned for analysis at this time.